Event description:
Ous MDR - oversensing, which resulted in multiple shocks occurred when the patient was walking, without any warning signs. The lead could not be removed, so it was capped. The ICD was not returned.

Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the received data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received home monitoring data and x-ray images were inspected. The available iegms revealed the presence of noise in the ventricular channel, which led to the inappropriate shocks mentioned in the complaint description. The x-ray images corresponding to the period after implant showed a torsion of the lead's distal part. Such a torsion of the lead body may induce severe mechanical stress on the lead in the implanted state. In summary, the lead and the ICD were not returned for analysis. The oversensing mentioned in the complaint description could be confirmed. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular manufacturing of these devices.